Event description:
The ge oec 9800 fluoroscopy system had a black square on the left (live) monitor that was starting to encroach on the displayed anatomy. The square was not present when the image was swapped to the right monitor.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the monitor had burn in. The monitor was replaced. The system tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient info with respect to this issue.